Manufacturer narrative:
Submit date: 3/1/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that they received complaint from their customer regarding broken hub: ¿blue deltoid needle syringe was cracked."

Manufacturer narrative:
Submission date: 09/19/2018. An investigation was performed for the reported customer complaint: ¿the customer reports that they received complaint from their customer regarding broken hub: ¿blue deltoid needle syringe was cracked." All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. A representative example of all samples received from this customer for hub split / broke was extensively evaluated. The hub of the safety needle was cracked completely through the luer and there was evidence of damage on the exterior of the luer from what appeared to be forcible attachment of the device. Exhaustive reviews have been conducted of the materials and the manufacturing process (previous investigation, fishbone, maps, etc.) And a root cause could not be determined. No systemic issue with the product or processes used to manufacture the devices was identified. Multiple tests were conducted using the affected product with the retained sample syringe and the syringe used by the customer. Through this testing, it was discovered that the syringe used by the customer was constructed of a different material than the retained sample syringe. Additionally, through multiple conversations with the vendor, the vendor acknowledged extreme tightening of the needle assembly. Therefore, the most probable root cause has been attributed to over-torqueing of the polypropylene needle to a coc syringe (produced by a different manufacturer). Due diligence has been exercised by the manufacturing facility and it has been concluded that the product continues to meet all documented design requirements. The most probable root cause has been attributed to over-torqueing of the polypropylene needle to a coc syringe (produced by a different manufacturer). This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.